Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The body of the lead became distorted. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had twiddlers syndrome. The ra and rv leads had wrapped around the patient's ipg. The leads were turned off and explanted. A leadless implantable pulse generator (ipg) was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation in their arm and chest. It was reported that noise, undersensing, far field r-wave (ffrw) oversensing and dislodgement were noted on the right atrial (ra) lead on current and stored electrograms (egm). Noise, loss of capture and dislodgement were noted on the right ventricular (rv) lead on stored and current electrograms (egm). Dislodgement was confirmed by x-ray. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.